Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the erbe generator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding erbe issue was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the customer was unable to get the grounding pad to be acknowledged by the erbe generator. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer replaced the grounding pad and power cycled the erbe generator multiple times, but the issue remained. The customer stated that during the process they encountered a m-02 error as well. The technical service engineer (tse) viewed the system event logs but found no errors. The tse determined that the customer was using a mega dyne grounding pad. Tse informed the customer that it was not validated for use with the system. The customer then found a conmed grounding pad. Tse had the customer try it on their forearm, but the issue remained. Tse then had the customer hard cycle the vision side cart (vsc) and power cycle the erbe again, but issue and error persisted. The customer had a force triad but did not have the energy activation cable. Tse asked if the surgeon would be willing to run the foot pedals from the force triad to the console and continue with that generator. The customer was continuing using the force triad generator and external foot pedals. The procedure was completing as planned with no reported injury. (B)(6) followed up with the initial reporter and confirmed that the system functionality was checked upon powering on the system without errors. The procedure was completed robotically using a bovie machine and attached the metal parts to make it work since it was a short procedure.